Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
A patient reported "damage to the implant shell with extrusion of the gel beyond it." This record relates to the left side. The device has been explanted.

Event description:
A patient reported "damage to the implant shell with extrusion of the gel beyond it." This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.